Event description:
It was reported the patient experienced an episode of ventricular tachycardia (vt) in which the device did not high voltage therapy due to the programmed settings on the device. The patient experienced syncope due to the arrhythmia, however, the vt eventually self terminated. Abbott technical support was contacted and noted no device malfunction occurred as the device behaved appropriately according to its programmed settings. Reprogramming parameters were provided, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.